Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient had been in the hospital for two weeks for a non diabetes related issue when she experienced unexplained high blood glucose levels. The blood glucose results at the hospital were not provided. The type of treatment given to the patient was not provided. The patient was currently still in the hospital. The infusion device serial number was not provided. The infusion device was requested to be returned for product evaluation.